Event description:
Procedure: lap colo-rectal resection. Reportedly, the stapler did not fire properly during the procedure. Therefore, the surgeon converted the operation to an open procedure and the case was finished.